Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 3 message. The pt manages her diabetes with insulin - no sliding scale. The product issue began on (B) (6) 2010 at 9 am. The pt did not make any alteration to her diabetes management at the time of concern as a result of the error 3 message. At 10am, the pt developed symptoms described as "shaky and nervous." The pt denied receiving any treatment at the time of concern. During troubleshooting, the csr noted that the testing technique was correct. However, the error 3 message was not resolved. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.